Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 435135 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead product ID 435135 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable neurostimulator battery was already showing low. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information from the patient reported their second battery depleted "after only 2 and a half years", in 2015-may. They stated that it was sooner than they had thought it would be. They thought it would have lasted 5-10 years. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.